Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after a pump replacement procedure on (B)(6) 2015, the patient reported to the office with withdrawal symptoms on (B)(6) 2015. The withdrawal symptoms included increased pain, nausea, and lack of appetite. During the revision (removal and replacement) procedure on (B)(6) 2015, the kink was not visualized. No catheter segments (that were not in use) were left in the patient. It was noted that the catheter issue was identified, as the patient was not receiving their medication and the health care provider (hcp) knew it was following the replacement of the intrathecal pump. The patient recovered without permanent impairment. The drug that was used via the device system was further specified as dilaudid.

Event description:
It was reported that a catheter kink was suspected but during a revision surgery it had good csf flow (cerebrospinal fluid) when they opened the patient up and disconnected. During the surgery the healthcare professional (hcp) was not able to withdraw the existing 8731 distal catheter segment out of the intrathecal space. The reporter requested catheter compatibility guidelines because the hcp had already tunneled the 8780 and did not want to puncture the lumbar spine again to place a new catheter in a new hole. Per the manufacturer¿s representative the hcp replaced the catheter with the 8780. No patient symptoms were reported. The pump was used to infuse hydromorphone. No outcome was reported. Follow up was being conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# unknown, product type: catheter; product ID 8780, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concommitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.